Event description:
It was reported that two months ago, the patient had a medication change. He was on a high amount of morphine and bupivicaine and was then switched to a much lower amount of bupivicaine and fentanyl. The patient felt that his body preferred the morphine. He had several monoclinic seizures due to morphine withdrawal and had to be hospitalized for several days. Since then, his medications had been slowly increased. Additional information has been requested, a follow-up report will be sent if additional information becomes available.